Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was hospitalized in florida for pneumonia and the patient was not overdosing. It was reported that the patient was admitted for pneumonia, and there were polypharmacy issues due to klonopin in addition to her pump. They treated the pneumonia and started weaning the klonopin. No changes were made to the pump. It was reported that the patient was seen in follow-up after their hospital stay and in patient rehab.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving dilaudid via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient representative (caller)  stated the patient was admitted to the hospital and they needed to do mris and were requesting model, serial and implant date. Pss reviewed. The caller requested implant data sheet to be faxed to the hospital. Caller states on tuesday the managing physician  increased the patient's dose of medication and the patient had to have narcan yesterday and mentioned they also had pneumonia. Pss asked event date caller states "something has been going on for sometime".